Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarm with door open. Eval determined the cause to the failed input/output printed circuit board and upper auxiliary assembly. The failed input/output printed circuit board and upper auxiliary assembly were replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm with the door open. There was no pt involvement.